Event description:
It was reported that a crack was found in the preloaded intraocular lens (iol) after implantation in the patient's eye. The crack was not on the central part of the lens. Therefore, the iol remains implanted. No patient injury was reported. No other medical intervention was required. No further information was provided.

Manufacturer narrative:
Section d6b: explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model: dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model: dib00 which is distributed in the unites states under PMA: p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.